Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 26 march 2026 that the patient presented with grade 5 mixed tricuspid regurgitation (tr) and small ventricle for a triclip procedure. During the procedure, a triclip was successfully implanted. During the deployment sequence of the second triclip, the clip was advanced into the ventricle. While opening the clip, it became entangled with the chordae. Troubleshooting was performed but was unsuccessful. The clip was unable to close completely due to the entanglement and remained open at approximately 30°. It was deployed in its existing position. The tr was reduced to grade 3 post-procedure. No clinically significant delay was reported.